Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead prolapsed out of the vessel during sheath slitting due to lack of stability. Two more attempts were made to implant the lead with the same results. The lead was removed and the patient is to be scheduled for a future lv lead implant. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.